Manufacturer narrative:
Reporter is synthes employee. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on october 29 2018, during routine incoming receiving inspection the synframe guide rod was found out seized device. There was no patient involvement. This report is for one (1) synframe guide rod. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 387.358; lot: l818315; manufacturing site: (B)(4); release to warehouse date: april 24, 2018. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: the devices were visually inspected, and no anomalies were noted. Functional test: the devices were found to function appropriately. The screw on the proximal end of the device allows the device to lock and unlock when tightened and loosened. The screw was able to tighten and loosen for each of the three devices. The complaint could not be replicated, and no defects were found therefore the complaint was not confirmed. The received condition does not agree with the complaint condition. As no defects were identified, further investigation will not be performed. No definitive root cause was able to be determined. It is possible that it was not realized that the screw needed to be loosened to allow the device to actuate. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.